Event description:
Customer stated "the head section does not raise up or elevate".

Manufacturer narrative:
It was reported that the hi/lo function for the head section of the bed was not functioning as intended ("the head section does not raise up or elevate"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.